Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts associated with drug delivery were found in the device engineering logs. No factory reset was found in the logs until the mentioned reset by cds on (B)(6) 2024. Audio setting was found to be logged as "medium" on (B)(6) 2024 and all cgm alerts were on. Body weight was not changed after initial setup on (B)(6) 2023 until after mentioned factory reset. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the user's ilet report shows several brief episodes of hypoglycemia on the days leading up to the meeting and factory reset on (B)(6) 2024. The ilet was found to be behaving appropriately with all low glucose alerts being triggered based on cgm glucose readings the ilet received. During each of these low glucose events, the ilet appropriately suspended insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, it appears the ilet operated as intended. Without specific event dates, we are unable to investigate the reported event further. However, it is likely that this hypoglycemic event was related to the user's reported behavior around treating hypoglycemia too early and choosing smaller meal announcements than what they were actually eating, leading to maladaptation.

Event description:
On 3/7/2024 a beta bionics clinical diabetes specialist (cds) met with a user due to the user experiencing low blood glucose (bg) events. While at the meeting, the user reported they had two incidences in the previous couple weeks where they had low bg events and only remembers waking up "under the couch." The user did not give themselves glucagon but used oral carbohydrates once they were aware of their surroundings. The cds reviewed the ilet patient report and noticed there were several times the user's cgm glucose was below range. The user could not specify exactly when these events happened. The cds discovered the main issue for the low bg events was the user pre-treating their low bgs and often using "less than usual" for breakfast meal announcements (83% of breakfast meals were announced as "less than usual"). The cds factory reset the ilet and stressed the importance of not treating their bg until the user receives an alert and then not over-treating. The cds also reviewed breakfast in detail and that the user should announce their usual breakfast as "usual" instead of "less than." On (B)(6) 2024 a beta bionics customer care agent followed-up with the user to obtain additional details about the low bg events and to clarify the user's comment about waking up "under the couch." The user clarified that they did experience loss of consciousness and they woke up on the floor. Once awake, the user took glucose tablets on their own and did not need assistance. The user did not recall how long their bg was low. The user reported they have an appointment with their healthcare provider (hcp) on (B)(6) 2024 to determine if they should continue on the ilet.